Manufacturer narrative:
The insulin pump was unable to download to the carelink personal software due to corrupted history files. The displacement test and occlusion test were unable to be performed due to a missing retainer and a missing reservoir tube o-ring. The insulin pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump could not be uploaded to carelink. The customer's blood glucose reading was unknown. The insulin pump was replaced and will be returned for analysis.